Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a false negative result of a donor unit with anti-a of erytype s ab0 donor when tested in tango optimo. The customer tested the donor unit with seraclone anti-a on the bench and yielded a weak positive reaction. The customer also tested the donor unit with anti-a1 and received a negative result. The customer reported that the donor had a history of bloodgroup a. Because of the various test results at the customer´s site the customer assumed that this donor has an "a" subgroup. The customer did return a donor sample (blood bag segment), but none of the supposedly defective product. Therefore our quality control laboratory tested the donor sample with their retained erytype s ab0 donor sample and could confirm the customer´s negative result with anti-a. The retained sample was also tested with different red blood cells. All positive and negative reactions were correct. We did not observe any false positive reaction. Because a blood bag segment is not suited for molecular typing of blood grouping, the donor unit sample could not be sent to an external laboratory for blood grouping. Testing by our quality control laboratory confirmed that the allegedly defective lot of erytype s ab0 donor functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.